Event description:
The pt's cardiologist was using an abbott starclose se vascular closure sys to deploy a vascular closure clip after a cardiac catheterization procedure. The cardiologist followed steps to deploy closure clip. When clip was deployed, clip applier became stuck in tissue tract above femoral artery, and cardiologist was unable to remove the clip applier from tissue tract. Abbott medical customer service was called and a customer service representative gave instructions to another cardiologist on how to remove the device. The second cardiologist gave the pt's cardiologist verbal instructions on how to free the clip applier from tissue tract, and the device was successfully removed.